Event description:
Customer's family member reported the customer received a reading of 133 mg/dl and based insulin on this reading. Within the next few hours, family member found customer unresponsive. Paramedics were called and received a reading of 33 mg/dl on their unknown brand meter. The customer was transported to the hospital where customer was placed on an IV to increase blood sugar level.